Event description:
Reporter alleged obtaining high results from her glucose monitoring device. Reporter stated glucose device result was 175 mg/dl, doctor's glucose result was 120 mg/dl, and lab result was 98 mg/dl. Reporter stated her normal glucose range is 80-120 mg/dl. Reporter indicated the first result and the doctor's reading were performed within 5 minutes of each other and the lab reading was taken 8 minutes after the first two results. Reporter stated no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.